Event description:
This customer reported a failure to discharge "during CPR". There was no patient impact related to this incident. The users did not state why they believed that the device did not deliver energy (nonconversion of patient rhythm vs failure to deliver energy). The users did not save any ECG strips from the incident and there was no event summary saved.

Manufacturer narrative:
This customer reported a failure to discharge "during CPR". There was no patient impact related to this incident. The users did not state why they believed that the device did not deliver energy (nonconversion of patient rhythm vs failure to deliver energy). The users did not save any ECG strips from the incident and there was no event summary saved. The device and paddle set were evaluated locally by philips. The devices both pass shift/system check and the extended self test. There are no errors in the system log and there was no useful information in the event summary. Datacards were not used and therefore there is no record of the incident. Markus has conducted 30-60 shocks on each device and will continue testing the devices for the next couple of days. The paddle sets were sent in with the devices and are working as intended. There is no information that supports a malfunction of the device.